Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported, following an initial implant procedure, that dislodgement was observed on the right ventricular lead. During lead repositioning procedure, failure to retract the helix was observed on the lead due to tissue build-up. The lead was explanted and replaced. However, while attempting to connect the lead and the device, set screw damage was noted on the implantable cardioverter defibrillator. The device was explanted and replaced successfully. The patient¿s condition was stable.